Event description:
Customer reportedly received the following results on the aviva system: 1. 85 mg/dl and 175 mg/dl (within 10 minutes) 2. 87 mg/dl, hi (greater than 600 mg/dl), 65 mg/dl, 121 mg/dl, and 70 mg/dl (within 11 minutes) sets of readingds were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.